Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported death could not be determined. However, death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of death and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. Article title: impact of chronic kidney disease on in-hospital outcomes and readmission rate after edge-to-edge transcatheter mitral valve repair.

Manufacturer narrative:
The devices were not returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article title: impact of chronic kidney disease on in-hospital outcomes and readmission rate after edge-to-edge transcatheter mitral valve repair.

Event description:
This is filed to report death. It was reported through a research article that a total of 4,645 patients with chronic kidney disease (ckd) and end stage renal disease (esrd) underwent transcatheter mitral valve repair (tmvr). Within the 90 day follow up, the mitraclip may have contributed to death. Details are listed in the attached article, titled ¿impact of kidney disease on in-hospital outcomes and readmission rate after edge-to-edge transcatheter mitral valve repair.¿